Manufacturer narrative:
(B)(4) - on/off control switch missing. Results: evaluation of the product found that the rj-11 pins are corroded. The on/off switch is missing and the alarm does power on. (B)(4).

Event description:
The customer reported that the alarm has power; however, the on and off switch is missing from the alarm. This was discovered during set up prior to use with a patient. Inspection of the returned product found that the rj-11 pins are corroded.